Event description:
Patient underwent posterior fusion from t10-l1 for a t12 burst fracture on (B)(6) 2013. Patient was returned to the operating room for exploratory surgery on (B)(6) 2013 due to possible infection. Upon opening the patient the surgeon found all implanted hardware was intact, but decided to remove the hardware from t10, t11 and l1 due to infection. Five of six locking caps were easily removed. The last locking cap would not come off. The surgeon spent 45 minutes trying to remove the cap before using vise grips and rod holders to pull the screw out. During the attempted removal the surgeon broke three screwdriver shafts, all fragments were retrieved from the patient. After the hardware was removed, the wound was cleaned, and wound-vac was placed. Procedure was completed successfully. Surgeon noted the patient was successfully fused and status was stable following surgery. This report is 10 of 18 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
Product development event evaluation: there were a total of fifteen parts removed as part of an explant surgery due to possible infection. This includes two of 5.5mm ti lined hard rod 500mm (part 04.633.395, lot(s) unknown), one ti snap-on transconnector 38mm-47mm (part 04.633.338, lot 6763556), six ti matrix locking caps (part 04.632.000, lots 7122349(1), 7109338(1), 7060253(1), 7345572(1), and 7400484(2)), and six 6.0mm ti matrix polyaxial screws (part 04.606.645, lots 7373377(2), 7357354(1), 7296521(1), and 7363030(2)). These implants are all used in the matrix system and their and the use of these implants is covered in the technique guides (j9698-d, j9699-d, j9700-d). All but one of the returned parts was found to meet visual requirements. The only part which has a specific complaint associated with it is one of the ti matrix locking caps (04.632.000 lot 7400484) which could not be removed from the screw and was explanted by cutting the rod which it is still affixed. The associated drawings (04_632_000 rev e, 04_632_000_1 rev a, 04_632_000_2 rev e) were reviewed and the design and materials were found to be adequate for this application. The complaint description states that three screwdriver shafts were broken during the case trying to remove the cap, however instructions for removing locking caps as outlined in j9700-d state that a counter torque with detachable handle, matrix screwdriver shaft, and a 10nm torque limiting handle is used to loosen the cap, warning that if the torque limiting attachment is not used driver shaft breakage may occur. As it is not known if a torque limiting attachment was used, this complaint is indeterminate. The drawings for the 6.0mm ti matrix polyaxial screws (04.606.645) were reviewed (04_606_602 rev b, 04_632_420_1 rev a, 04_632_420_2 rev e, 04_632_420_3 rev e) and the material and design were found acceptable for the application. One of these screws (lot 7373377) was returned with the locking cap attached and unable to be removed. The drawing for the 5.5mm ti lined hard rod 500mm (04.633.395) was reviewed (04_633_395 rev a). In conclusion, this complaint condition from a design perspective is indeterminate. The design is adequate for its intended use and did not contribute to this complaint condition. Based on this evaluation, the complaint condition of possible infection from a design perspective is indeterminate, as the cause of infection is not known. The complaint regarding the stuck locking cap may be related to technique and instrumentation used for removal, as this is not known, the disposition of this evaluation is indeterminate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted: ti matrix locking cap was received with the locking screw and saddle assembled as designed. The sd25 face has nicks and scratches with major deformation to the form. Ti matrix locking cap performed as designed, there was successful fusion. There will be no relevant specifications associated with complaint category "patient infection." Raw material is not relevant to complaint category "patient infection.¿